Event description:
Before my period, I get massive cramping, I have irregular periods, then on some days I will have a odd discharge (it's yellow/green and smells). Right after the procedure, what ever I ate would be a very loose stool. That went on for several months. I have no energy to complete things through the day.